Manufacturer narrative:
A ge service rep performed an onsite investigation. The system battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system is producing a precharge voltage error message on boot-up and the system freezes. This error will event the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.